Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed due to the battery connector being damaged. The connector pin 6 was bent and was unable to make contact with the monitor. The root cause of the physical damage to the bent pins was unable to be positively identified. There was no adverse event that resulted from the damaged battery.